Event description:
A baxter affiliate reported a patient received a "reload set 163" alarm during apd therapy on the homechocie machine. It is unknown if the alarm occurred during prime or self test. The patient was unable to clear the alarm so they completed their therapy with a new supply set up. The patient's nurse reported that the patient did not clean themselves properly during the procedure of setting up with new supplies and subsequently developed peritonitis. Details regarding the peritonitis event and treatment are unknown.